Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The system/memory pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the service representative's loaner inventory.

Event description:
It was reported that the physio-control field service representative's loaner device appeared to be locked up when powered on. There was no report of any patient use associated with the reported issue.